Manufacturer narrative:
Evaluation description: the reported backup vvi was confirmed in the laboratory and was caused by a power on reset due to low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.

Event description:
It was reported that the device was observed to be in back up vvi mode. Battery was found to be beyond eri. Furthermore, low out of range high voltage lead impedance was also noted few months prior suspected to be due to the low battery voltage. No electrical anomalies were detected on the rv lead. The device was explanted. The patient was ok post-procedure.